Event description:
Upon entering the patient room with the perfusionist to assist in mobility with the patient, it was noted that the protek cannula to have a bend. The cts [cardiothoracic surgeon] ECMO [extracorporeal membrane oxygenation] attending was notified and requested the patient be assisted back to bed as the patient was in the chair. Patient assisted back to bed with rn writer, perfusionist and bedside rn. Cannula was secured upon patient back to bed. Patient cvp [central venous pressure], blood pressure, heart rate, oxygen saturation, and rvad [right ventricular assist device] flows stable and unchanged. Information regarding similar device: the information we have on the medtronic 31 fr. Protek duo: 498198. The infor number is 135587. The device was removed [redacted] 1500 with duration of use 7.45 days / 154.88 hours. The protek cannula was picked up by the medtronic representative: [redacted] on [redacted]. The external housing cracked, internal remained intact. These patients are awake, ambulate and move, this is a right ij [internal jugular] cannulation there is a suture line in that area (unknown if manuf. Integrity or if suture and sheer/stress force aided in the housing split, or patient movement).